Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead dislodged after the pocket was closed. Physician explanted the lead and successfully implanted a new one. No adverse patient events were reported. Dislodgement is believed to be due to patient anatomy, not any lead defect. Should additional information become available, this file will be updated.